Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of hyperlipemia, hemorrhoids, gestational diabetes, fibromyalgia, dysmenorrhea, parity 2, multi gravida, endometrial disorder and back pain on (B)(6) 2022, abnormal uterine bleeding and weight gain in 2014 and overweight. Previously administered products included: mirena and depo provera. As concurrent condition the report mentioned pelvic pain since on (B)(6) 2022. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3182 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy,bilateral salpingectomy,removal of essure coils, cystoscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: routine gyn exam gc genital culture to be performed today. Pap with hpv done- if normal, would continue yearly- hx abnormal in 20's. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.548 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: findings: note occlusion of tubes with essure !. [Pathology test] on (B)(6) 2022: procedure I/s assisted vaginal hysterectomy history history of pelvic and back pain with essure tubal coils in place gross "uterus, cervix and bilateral fallopian tubes." A 98 g hysterectomy specimen measuring 10.0 x 4.0 x 2.0 cm. Located at the right and left intramural portions of the fallopian tube stumps are two metallic coils. Received free-floating in the container are two fimbriated fallopian tubes measuring 1.0 x 0.5 cm. The shorter fallopian tube a 0.3 cm smooth-walled cyst filled with clear serous fluid adjacent to the fimbria. The lumen contains a metallic coil at the most proximal aspect. The longer fallopian tube's serosa contains multiple smooth-walled cysts filled with clear serous fluid measuring up to 0.2 cm. The lumen contains a metallic coil in the most proximal aspect. Diagnosis: cervix: benign polyp. No significant abnormality. Uterus: weakly proliferative endometrium. Adenomyosis. Fallopian tubes (bilateral): no significant abnormality. Metallic coils present. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of hyperlipemia, hemorrhoids, gestational diabetes, fibromyalgia, dysmenorrhea, parity 2, multi gravida, endometrial disorder and back pain on (B)(6) 2022, abnormal uterine bleeding and weight gain in 2014 and overweight. Previously administered products included: mirena and depo provera. As concurrent condition the report mentioned pelvic pain since (B)(6) 2022. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3182 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy,bilateral salpingectomy, removal of essure coils, cystoscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: routine gyn exam gc genital culture to be performed today. Pap with hpv done- if normal, would continue yearly- hx abnormal in 20's. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.548 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: findings: note occlusion of tubes with essure !. [Pathology test] on (B)(6) 2022: procedure I/s assisted vaginal hysterectomy history history of pelvic and back pain with essure tubal coils in place gross "uterus, cervix and bilateral fallopian tubes." A 98 g hysterectomy specimen measuring 10.0 x 4.0 x 2.0 cm. Located at the right and left intramural portions of the fallopian tube stumps are two metallic coils. Received free-floating in the container are two fimbriated fallopian tubes measuring 1.0 x 0.5 cm. The shorter fallopian tube a 0.3 cm smooth-walled cyst filled with clear serous fluid adjacent to the fimbria. The lumen contains a metallic coil at the most proximal aspect. The longer fallopian tube's serosa contains multiple smooth-walled cysts filled with clear serous fluid measuring up to 0.2 cm. The lumen contains a metallic coil in the most proximal aspect. Diagnosis: cervix: benign polyp. No significant abnormality. Uterus: weakly proliferative endometrium. Adenomyosis. Fallopian tubes (bilateral): no significant abnormality. Metallic coils present. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.